Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Because she had found her blood glucose levels were very high, she visited her diabetes nurse who discovered that she was not receiving her basal insulin apart from what she was supposed to be administered at 12am (midnight) and 1am. In all other time blocks, the hourly rate was set to 0. She does not believe the consultant or herself had altered the pump incorrectly. No adverse event alleged. A request was made for the return of the device.